Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received an opened 3-way temp sensing catheter and a drainage bag. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 6 photo samples. First photo sample shows overview of bag prior to use. Second photo sample port connector and catheter with tamper seal. Third photo sample shows overview of catheter. Fourth photo sample shows cap and tamper evident seal. Fifth photo sample focuses on balloon prior to inflation. Sixth photo sample shows overview urine collection bag prior to use. Therefore, product meets specifications according which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed correction: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon ruptured during pretest.

Event description:
It was reported that the foley catheter balloon ruptured during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.